Event description:
It was reported that the patient's second trach tube cuff was found leaking on may 13th. Patient underwent bronchoscopy on the same date with no findings of polypus or calcification of trachea. No adverse affects to the patient. Photo and videos were submitted with the complaint. Customer reports that the lot number was possibly 4168121 or 4192837, but they are not certain.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection was performed. Photos received: one picture was included for evaluation; picture showed a photo of the samples. Samples received: two samples were received in used conditions without original package. Visual inspection results: cuff damage was found in two samples therefore the cuffs could not be inflated; the complaint was confirmed. A CAPA was opened to investigate the reported issue. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.